Manufacturer narrative:
(B)(4).

Event description:
Clinical research associate contacted dexcom on (B)(6) 2016 to report on behalf of patient that on (B)(6) 2016, patient experienced a loss of connection between the transmitter. No additional patient or event information is available.